Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The needle came off the needle during the first throw while suturing the uterus. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). The actual needle/suture were returned for evaluation. Upon evaluation, no attachment defects were observed. The hole of the needle was examined for suture remnant and remnant was found in the hole. Additionally, the needle had severe marks on the edge from use of the needle holder. This condition caused the needle pull off. The used suture was visually examined and the suture ends were damaged. According to the condition of the sample, it suggests an improper handling of the needle/suture. Representative samples were returned for evaluation. They were visually examined for defects and none were found. The needle was attached to the suture. The swage area was visually inspected and had a correct swage.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.